Event description:
Surgeon was tightening the locking screw on the glenosphere and the tip of the screwdriver broke off.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was tightening the locking screw on the glenosphere and the tip of the screwdriver broke off.

Manufacturer narrative:
The reported event could be confirmed, since the instrument was retuned and matches the alleged failure mode. The device inspection revealed the following: a returned device was visually inspected, and the device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial ap-plication of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Due to the nature of the returned device a functional inspection was not possible since it is clearly deformed rendering it nonfunctional. Due to the nature of the returned device a dimensional inspection was not possible since a measurable feature of the instrument is missing. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Furthermore, hardness testing was done on the cylindrical surface of the returned device and the observed hardness is within the specification. Based on investigation, the root cause was attributed to a wear and user related issue. The event was caused by excessive reprocessing cycles weakening the material of the driver in combination with excessive torsional forces on the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.